Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and aris was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, and pop. It was reported that following insertion the patient experienced extrusion, infection, urinary problems and dyspareunia. It was reported that mesh was implanted into patient on (B)(6) 2005. It was reported that patient underwent partial removal of mesh on (B)(6) 2005 due to recurrent sui and pain. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.